Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of morphine at 2.504 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that the patient's pump was alarming. The rep met with the patient to interrogate the pump and it was confirmed that the patient's pump reservoir volume was empty. No diagnostics or troubleshooting methods were noted to have been performed. No surgical intervention occurred or was planned. The issue was not considered resolved at the time of the report. No symptoms were reported. The patient's status was listed as "alive-no injury". No further complications were reported. Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2019. It was reported that the cause of their pump being empty was a missed refill on the part of the patient. The hcp contacted the rep the same evening that the rep interrogated the patient's pump. The hcp reportedly had the patient's pump meds in the office and the patient's pump was able to get refilled. The empty pump was considered resolved. No further complications were reported.